Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI:(B)(4) , serial:(B)(6) , batch: a000146547 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing ineffective stimulation and surgical intervention took place on (B)(6) 2024, wherein the physician explanted the entire system.